Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "No patient involvement found during maintenance. Blank screen will not power up all the time. When it finally does power up the screen is very difficult to intact with very sporadic operation."

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16370 sn: (B)(4) was received and routed to the carefusion failure analysis lab for investigation. The user interface module (uim) was installed onto the user interface module (uim) test fixture and powered on and the reported blank screen during power-up was duplicated. After a second power-up the screen powered on and the reported blank screen was no longer reproducible. Issue was isolated to a cold start only issue and found that the thermistor¿s (pn: 68361) resistance was reading between 21.5 ohm and 23 ohm at room temperature. The thermistor is rated at 15 ohm (12 ohm min ¿ 18 ohm max). The carefusion failure analysis lab technician was able induce this issue by cooling down this thermistor during start-up. Since this component is at least 9 years old it is assumed that this component has fatigued and is no longer operating per specification. Finding/root-cause: duplicated, unit dumps the patient circuit pressure, complaint allegation. Defective thermistor, ntc, 15 ohm, 20% pn: 68361.

Manufacturer narrative:
(B)(4). The carefusion tech support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning uim (user interface module). The user facility was shipped a replacement uim to repair the device and return it to service. The alleged faulty uim was received by carefusion on 01/21/2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.